Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that the patient developed a open wound under the lifevest. Patient described the area as oozing black head. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown as follow up attempts were unsuccessful.